Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusion system was on a/c power and the red battery light was flashing. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
After the case, the user facility's biomedical engineer (biomed) left the system to change overnight. When they turned on the next day, the system was fine. There are no parts being returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.